Event description:
It was reported that approximately three weeks post-implant the right ventricular (rv) lead was exhibiting increased threshold, though it was additionally noted that the measurement was still within the expected range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.